Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, left ventricular pacing impedance was variable. An x-ray examination found externalized cables. A lead revision is anticipated and no intervention was performed at this time. The patient was stable.